Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the sheath used in the case. Please reference related manufacturer report no: 2015691-2018-04542 the investigation is "going".

Event description:
During pre-decontamination evaluation of the returned devices, the sheath liner was observed to have circumferential delamination at the tip, and there was minor sheath distal tip damage. The marker band was intact. During deployment of a 26mm sapien 3 valve in the aortic position, the delivery system balloon burst. The valve was 95 percent inflated when the balloon burst. The valve was anchored and was post-dilated with a true balloon. There was some difficulty withdrawing the delivery system into the sheath. The balloon was able to be pulled into the sheath, but the nose cone remained outside the sheath, and the devices were removed as a unit. After removal from the patient, no tears in the balloon were observed, but a hole in the proximal portion of the balloon was observed. There was no injury to the patient. The patient¿s native annulus was 450mm. The native annulus was mildly calcified, the native leaflets were mildly calcified, and the aortic root was minimally calcified.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. During visual inspection it was observed that there was circumferential delamination of the sheath liner approximately 1.5 inches in length, the marker band was intact, and there was minor sheath distal tip damage. Due to the condition of the returned device (liner delaminated), no relevant functional or dimensional testing was able to be performed. A device history records (DHR) and lot history review were unable to be performed, as the device lot number was not provided. A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints that were confirmed, but no manufacturing non-conformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. Per the report, the inflation balloon had ruptured prior to withdrawing the delivery system. A ruptured balloon would result in a disturbed balloon profile that could have increased the chances of the balloon getting caught on the sheath tip. Applying force to withdraw the delivery system in this configuration could have contributed to the liner delamination. Although a definitive root cause is unable to be determined, available information suggests that procedural factors (withdrawal of ruptured balloon) likely contributed to the complaint event. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. During manufacturing, the sheath shaft components were 100% visually inspected for the following: wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner), protruding/missing material, cross linking across liner, holes or tears on the strain relief, delamination, witness lines with exposed liner, remnant lines, seam separation, stress line(s) in the liner, notches on the bottom side of the liner, presence of c-marker band, flash and excess material, protruding/missing material (serrated transition, holes, or rough surface) or tears in the tip, presence of scoring and proper scoring on the od and ID, and ID scratches in the liner expansion pathway. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A sheath distal tip ¿ liner delamination was confirmed on the returned sample. No potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the applicable complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No labeling inadequacies and no manufacturing non-conformances were identified during evaluation. Available information suggests that procedural factors (withdrawal of ruptured balloon) contributed to the reported events. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.